Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis (B)(4) :part # 1664017 lot # 1011155w visual and optical inspection confirmed some thread wear from the tightening of the rod process. Optical inspection revealed the break off portion of the set screw has been broken/cracked. The inner female torx of the set screw does not show any wear although the inner hex of the set screw is stripped. The damage appears to be from torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: the similar device with product ID 6440530 and 510(k)# k143375 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for l2/3 right lumbar disc herniation. It was reported that l3/4 tlif was performed on (B)(6) 2021. This time a hernia appeared in l2/3 and tlif. Prolock and rod in l3/4 are removed, and l4 screw is also removed. Tlif in mp to l2/3, and an additional voyager was inserted into l2. After rod installation at l2/3 and compression, the screwdriver was idling when attempting to screw the set screw of l3; neither the final tightening nor removal was possible, so the t25 shaft was used to extract the screw. A new set screw was inserted and compression was performed again to conclude the final procedure. There was a delay in procedure reported but less than 60 minutes. Product will be returned. There was no patient symptom reported. There were no further complications reported regarding the event.